Event description:
It was reported that prior to an examination on the axiom iconos r200 system, with the table in the vertical position, a female patient was sitting on the footrest waiting for the procedure to begin, when she fainted and fell to the floor. The patient broke the nape of her neck, and expired. According to the information received from the customer, the patient didn't show any signs that she might faint. The unit is operated remotely and no hospital personnel were near the patient. The reported event occurred in (B)(6).

Manufacturer narrative:
According to the customer and local service the system is within specification and no malfunction occurred. The (B)(6) regional unit decided not to report this incident to the local authorities as the hospital considers this event to be a tragic accident and siemens product was not involved. Customer's address: (B)(6).